Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had poor communication on their patient programmer. The patient was unable to communicate with their implantable neurostimulator recharger. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient does not know what led up to their poor communication. A manufacturing representative (rep) corrected the matter. No further information was reported. The issue has been resolved.